Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress such as damage or deterioration of parts, device incorrectly handling during reprocessing and interoperability problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the distal end of the scope had the following damage: there was a crack in the wire of the clamp elevator, the forceps elevator cover was broken (metal exposed), and there was a crack in the light guide glass. There was no patient involvement.